Event description:
It was reported that biomed stated arctic sun device having issue in heating. They ran functional verification to see that the device stayed at around 26c when trying to heat to 40c. The biomed drained 0.5 litre from right drain port and device began to heat and it went from 26c to 40c and device overfilled.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that biomed stated arctic sun device having issue in heating. They ran functional verification to see that the device stayed at around 26c when trying to heat to 40c. The biomed drained 0.5 litre from right drain port and device began to heat and it went from 26c to 40c and device overfilled.